Event description:
Reportable based on analysis completed on 09-jan-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 25x3.0mm, concentric, de-novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). Following advancement of a non-bsc guide wire, predilatation was performed with a 2.5x12mm maverick balloon catheter. Subsequently, a 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion but resistance was met. Despite several attempts, the device was not able to cross the lesion. The procedure was completed with the implantation of a 2.75x28mm promus element drug-eluting stent in the lad. No patient complications were reported and the patient status was stable and responding well to medication. However, returned device analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved proximally on the balloon and the crimped stent was damaged on the 7th row from the distal end. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during advancement attempts. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved proximally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found damage to the inner wire lumen. The inner wire lumen experienced compression failure to the wall of the lumen distal to the distal markerband and secondly; proximal to the proximal markerband. It was not possible to pass a 0.014" product mandrel through the inner wire lumen due to the lumen damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).